Event description:
A report has been received that moisture was noticed inside the cassette compartment, when the cassette was being removed although the source of wetness was not noted. There is no sample available for eval. There was no report of pt ill effect.